Event description:
It was reported that the patient presented in the ER after receiving therapy for atrial fibrillation with rapid ventricular response. Possible lead noise was observed on the segm. The system was explanted and replaced.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found.